Manufacturer narrative:
Correction: updated component code.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the defibrillation test failed. The device was evaluated by a philips rse, and it was determined that the hv capacitor was faulty. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022.